Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of effect and severe pain. The pain was in her abdominal area; it starts under the rib cage and went down to her thighs. The symptoms began at the "end of january". The pt had re-programming done at several appointments and was told that 3 programs were not working. The pt was having to catheterize and was having frequency as well. The pt felt as if the lead was on her "bowel nerve" as she had "no control" over her bowels. It was further reported that the pt had surgery in (B)(6) 2010 with a physician other than the implanter. Details of the surgery were not reported, but information from the implanting physician indicated that the device was removed. It is unk if the device was replaced. It was noted that the pt was no longer having problems. Additional information was requested.